Event description:
(B)(4). Initial info received on (B)(4) 2013. The dentist reported that a (B)(6) female pt began an appointment on (B)(6) 2013 at 11 am. The pt was in a good mood but was anxious before dental care. During a right side ian block to anesthetize tooth, the patterson 30 gauge short needle broke off into the pt's tissue in the retromolar zone. Pt became frightened and immediately closed her mouth. After several attempts, the needle was unable to be retrieved by the dentist. A panoramic dental x-ray was taken to verify the location of the needle, but the pt was referred to a local oral surgery office to evaluate removal of the needle under IV sedation. Due to the complexity of the surgery, the pt was referred by the oral surgeon to the local hospital ER to be evaluated by an ent specialist. The needle was successfully removed under general anesthesia without complications. The pt recovered well with no post-operative complications. No other info is available.